Manufacturer narrative:
The reported events of positioning failure and dislodgement during tether mode were confirmed. The leadless pacemaker was returned for analysis. Visual inspection showed that the inner helix was bent-damaged consistent with the procedure. A device history record (DHR) review was performed to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) failed fixation attempts twice due to dislodgement. Upon removal, a clot had formed. A different lp was used to complete the procedure. The patient was in stable condition before, during, and after the procedure.